Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. The distal conductor was distorted due to stylet/guidewire. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the competitor guidewire stuck in it. Visual inspection found the lead was missing the tip seal and the distal conductor distorted at the distal end of the lead. Destructive analysis was performed and found the tip seal stuck inside of the distal conductor. As a result, the distal conductor became distorted when trying to pull the guidewire out of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that various guidewires were tried but could not be placed fully into the patient's left ventricular (lv) lead, preventing placement in the desired location. The lv lead was removed and not used and another lv lead implanted where the guidewire was inserted fully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.